Event description:
It was reported that during routine generator change procedure, due to normal battery depletion (nbd) of this pacemaker system, an episode of false atrial tachy response (atr) due to inappropriate mode switching was observed on the right atrial (ra) lead. The physician believed that the cause of the inappropriate mode switch was due to noisy signals on the ra lead. It was noted that the ra lead was a competitor lead. The physician reprogrammed the lead sensitivity settings. At this time, the competitor ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).